Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The difficulty removing the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other versaturn device referenced is filed under a separate medwatch report number.

Event description:
It was reported that while using a non-abbott guide catheter, one versaturn guide wire advanced to the obtuse marginal (om) coronary artery and another versaturn guide wire advanced to the proximal circumflex (cx) coronary artery lesion without reported issue. Predilatation was performed and the 2 lesions were treated with non-abbott stents. Post dilatation was performed without reported issue. During versaturn guide wire removal and per imaging, it was observed that the versaturn guide wire had separated. It is unknown what caused the difficulty removing the guidewire. The device was exchanged for a balance middle weight (bmw) guide wire. When removing the second versaturn guidewire, the same issue occurred. This versaturn had also separated. Again, it is unknown what caused the difficulty removing. The procedure was terminated without any consequence to the patient. There were no adverse patient effects and there was no reported clinically significant delay in procedure. There was no additional information provided.